Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2019 with the following findings: during investigation, the pump time and date was set. After exercising the pump; the battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.